Event description:
It was reported that the device was used for a laparoscopic cholecystectomy. It was reported by the rep that the 512b trocar gasket ripped when the scope was inserted for the first time. The 355ld was armed and would not release. The safety sheild did return over blade, but the red arming button did not return to original state so the surgeon could not use for second puncture. Both trocars were replaced to finish the procedure. There was no consequence to the pt.